Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient began their advanced evaluation trial on (B)(6) 2016. The patient had a burning sensation when they voided and thought they may have a urinary tract infection (uti). The patient also had pain where the incision was. The patient felt warm, but they had on a coat and it was hot in their home. The patient would contact their health care provider (hcp).